Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral vein was attempted with a proglide device via a 6f sheath, using the pre-close technique, prior to a mitraclip procedure. Reportedly, the proglide sheath broke off the device during device insertion. A cutdown was performed to remove the proglide sheath. The mitraclip procedure was completed and hemostasis was achieved by surgical suturing. There was a clinically significant delay of 90 minutes due to the surgical cutdown to remove the proglide sheath. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device return status updated from returning to not returning.